Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, the reported problem could not be verified. However, the patient reported that the heater bag had separated from the heater line and is the identified cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during fill one of four of peritoneal dialysis therapy. The patient stated that the heater bag had separated from the heater line. The technical services representative assisted the patient in ending therapy, and the patient stated that they will complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.